Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed the reported inability to re-sheath the embolization coil. Evaluation revealed that the embolization coil was returned partially outside the introducer sheath and had offset coil winds, the introducer sheath was ovalized on its proximal end and the friction lock was wrinkled and distal to its initial position. The offset coil winds likely occurred due to manipulation against resistance caused by the reported vasospasm and prevented the embolization coil from being re-sheathed. The ovalized introducer sheath and wrinkled friction lock may have occurred during attempts to re-sheath the embolization coil. During evaluation, the ruby coil lp was unable to be advanced or retracted from its returned position within the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using ruby coil lps, a non-penumbra microcatheter, and a 0.016 guidewire. During the procedure, the physician successfully placed one ruby coil lp into the target vessel. A second ruby coil lp was advanced but retracted due to a vasospasm. Despite administration of nitroglycerin, the ruby coil lp could not be repositioned in the intended location. The microcatheter containing the ruby coil lp was removed. It was reported that the ruby coil lp was unable to resheath completely. The physician attributed the vasospasm due to the manipulation of the guidewire. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.